Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the needle was returned and it seems not to be sharpened. Name of index surgical procedure: lap or robotic gastrectomy; does the piece/device remain retained in the patient's tissue: it is unknown whether the broken tip remained in the patient¿s tissue or there had been no tip originally (meaning, the tip had not been polished.); if applicable, will product be returned, return date, tracking information: we will returned it to you. We will inform return date and tracking information when available; what is the patient current status: good.

Event description:
It was reported that the patient underwent a laparoscopic gastrectomy procedure on (B)(6) 2017 and the suture was used. During the procedure, when closing a surgical wound after removing a port, it was found that the tip of the needle had been missing. X-rays were taken, however, the missing tip was not found. It is unknown whether the broken tip remained in the patient¿s tissue or there had been no tip originally. The patient¿s current status is good.

Manufacturer narrative:
(B)(4). Based on evaluation, the needle was not broken so the needle tip could not have been retained in the patient. This event is therefore malfunction reportable. The 1st evaluation revealed mechanical damage on the fracture surface, but no conclusive fracture evidence. Further evaluation was performed and it was observed that the tip on the needle is incomplete (deformed).

Manufacturer narrative:
(B)(4).